Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The device was not meeting position, anchor, size and seal (pass) criteria and was recaptured. During the recapture of the closure device, the was became kinked. The devices were removed from the patient, and a second device was prepared and used to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) was returned and the reported kink was confirmed. The device was visually and microscopically examined .inspection of the device revealed a kink in the sheath 5cm proximal of the tip. Microscopic examination revealed no other damage or defect. Media from the clinical procedure was also provided to bsc and reviewed by a member of the complaint investigation site (cis). 3 videos attached to the complaint record depict the sheath kinked confirming the reported event. The observed damage was attributed to procedural factors as the most likely cause of the damage is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that the sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The device was not meeting position, anchor, size and seal (pass) criteria and was recaptured. During the recapture of the closure device, the was became kinked. The devices were removed from the patient, and a second device was prepared and used to complete the procedure. There were no patient complications or consequences that occurred as a result of this event.